Manufacturer narrative:
Concomitant medical device : 4135 lead implanted (B)(6) 2008. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced the sensation of a "racing heart" during atrial anti-tachycardia pacing (atp) after atrial tachycardia/atrial fibrillation (at/af) episodes and then there was a pause in ventricular pacing when the final atp pace completed. It was clarified that this is expected device function when the device switches to ddir after the final atp pace. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon investigation it was determine that the device was acting within specification.